Manufacturer narrative:
The patient is reported to have a physically demanding job and it is suspected that the patient's activity level contributed to the movement of the leads. There is no indication of any malfunction of the components, the entire system was replaced to accomodate use of an 8-contact lead.

Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2024 to replace an existing stimulation device from a different manufacturer. The implantable pulse generator (ipg) was placed in the lower back with the leads targeting the intercostal nerve to treat abdominal pain. After implanting the system, one of the leads migrated, causing the loss of therapy to the desired location. On (B)(6) 2025 a surgical procedure was performed to remove the 4-contact lead that had migrated and place a new 8-contact lead at that location. During the procedure, the ipg required replacement with a new ipg that would accomodate the 8-contact lead. The existing 4-contact lead that did not migrate was left in place and remains in use.